Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report loss of connection between the transmitter, receiver and smart device that occurred on (B)(6) 2015. Patient's devices reestablished communication. At the time of contact, no injury or medical intervention was reported.